Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the long boot and the printer issue. As a result, the software was reloaded and the printer was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there was eratic operation and slow boot up. The programmer was returned for service. No patient involvement or complications were reported.

Event description:
It was reported there was erratic operation and slow boot up. The programmer was returned for service. No patient involvement or complications were reported.